Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump intermittently did not beep or vibrate on multiple occasions. Reportedly, the customer stated the pump was suspended for period of time because was not notified of the alarms due to the alert and vibration issue. The customer reported receiving a low battery, empty cartridge, and occlusion alarms. The customer's blood glucose (bg) levels were over 600 mg/dl and 900 mg/dl at the highest with trace ketones. The customer attempted to deliver a bolus with the pump to address bg level. The customer reported going to the emergency room on six occasions due to the event, however was unable to provide event dates. The customer was treated with an intravenous insulin drip. The customer's blood glucose levels were 70-100 mg/dl when released from the emergency room. During troubleshooting with tandem technical support, the customer set the pump volume to high to check the pump and an alert sounded properly with a vibration. Cts confirmed in the pump data logs that continuous alerts and alarms were properly declared. Customer acknowledged.